Manufacturer narrative:
The stm that encountered the issue replaced safety disk, crm, purge assy, labels, purge tubing and pneumatic component. The unit passed all functional and safety tests. Performed functional and safety checks. Unit is cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) noticed traces of dried blood inside the safety disk and cr module. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.